Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient that previously received morphine (concentration and dose unknown by re porter) via an implantable pump. The indication for use was noted as non-malignant pain, other chronic/intractable pain (trunk/limbs) and chronic low back pain. The patient's history included 4 discs that were messed up and they affected the one above and below which was why the pump was implanted. On (B)(6) 2015 it was reported that 9 months to a year after the pump was implanted, it was taken out due to a malfunction. The reporter believed that the pump was leaking as there was a time after the patient had showered and dried off that he had big wet spot on his shirt that they couldn't explain. The doctor told them that it was impossible for the pump to be leaking, but the reporter didn't believe him. The pump was beeping; the reporter described the critical alarm sound, but she didn't know the reason for the alarm. The catheter was not removed and an x-ray showed that it was floating around in the patient's back and the hcp (healthcare professional) couldn't get it out of there. No patient symptoms were reported. The diagnostics performed and the cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.